Event description:
It was further reported that the lead exhibited high thresholds. It was clarified that due to non-capture on the lead, the patient had asystole episodes resulting in syncope and the lead was turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the cardiac resynchronization therapy defibrillator (crt-d) was not working. The crt-d remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2026, it was further reported the patient was seen for a device check six days post implant. The right ventricular (rv) lead in the left bundle branch exhibited rising thresholds and no capture and was programmed off. It was further reported by the patient that their device did not seem to be working like it should. When they go to bed at night, they "feel like they are having a heart attack" and described it as pain in the back of their left shoulder that goes around to the implant site. They also stated that during the device changeout and new leads being implanted, they had "flatlined". The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.